Event description:
The user facility reported a 60-year-old male patient was transferred from osh with peel away sheath in right femoral. There were no groin issues until patient sat up and cracked the peel away. After that there was continuous bleeding from the peel away that did not slow down as act came down. The two possibilities that were discussed were taking the peel away out and advancing the repo sheath, or removing the whole impella. The patient's ef is 5-10% so the consensus was to remove the peel away and advance the repo sheath. The surgeon who placed ECMO decided to remove everything. Once the impella came out the patient's map decreased to 35 requiring an epi drip and fluid resuscitation.

Manufacturer narrative:
The investigation into the reported access bleed related to the cracked sheath has been completed. The medical facility did not return any impella products as they were discarded. Therefore, the clinical report was evaluated. The evaluation revealed that the most likely root cause of the issue was the peel-away introducer sheath split along the scorelines due to patient sitting up and cracking the sheath. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Corrected information for the initial MFR was provided in sections b5, d6 and h6.

Event description:
Additional information was reported indicating due to the tuohy not being locked and the blue butterfly not being sutured that the impella moved forward, and the patient had a sustained run of ventricular tachycardia. An echocardiogram confirmed the impella placement then the tuohy was locked in place and the sheath sutured.